Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the pilot balloon had a cuff inflation/deflation issue. The device does not maintain the pressure placed causing too much exhaust. It was indicated that they made an urgent cannula exchange.